Event description:
The implantable neurostimulator recharger screen was unresponsive. While attempting to recharge, the 'call your doctor' icon and power on reset message displayed. The low implantable neurostimulator battery icon was also displayed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).